Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low transverse c-section with bilateral salpingectomy, the device kept getting stuck and would not open.